Manufacturer narrative:
Additional information received on 09-apr-2019 indicating that there was no patient injury due reported event. Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump was in good physical condition with scratched screen. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The customer's concern regarding failed accuracy could not be duplicated. However, delivery accuracy testing on the pump supports the complaint. Problem source could not be identified.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump make a loud alarm noise and did not complete infusion. There was no reported injury to the patient.